Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found the antistatic brushes were deteriorated. The fse replaced the antistatic brushes to resolve the issue. Analzyer resumed normal operation. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ise (ion selective electrode) patient results including sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. The low results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.